Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-10077 and 2134265-2016-09920. It was reported that automatic pullback failure had occurred. An opticross imaging catheter was used in conjunction with a sled and motor drive unit. However, during an intravascular sonography the opticross catheter failed to perform automatic pullback. The procedure was completed with another opticross. No patient complications were reported and the patient's condition is stable.